Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the routing monitor at the nurses' desk in or 10 had no signal. Cystoscopy could not be routed to the monitors. Tried troubleshooting by restarting the monitor and checking all connections to the machines on the boom. The procedure was not completed successfully. The surgeon on call had wanted to attempt to blast the stone if possible but because they were unable to route the cameras, the surgeon had to use just the scope and only insert a stent. Surgeon required semi rigid scope for procedure so disposable ureteroscopy was not an option. There was a medical intervention. The full procedure could not be completed. The patient will have to return to the or to attempt to blast the stone, which could have possibly been done that day had the cameras worked.